Manufacturer narrative:
A company service representative examined the system. The representative cleaned the cpu contacts. The system was then tested and met all product specifications. (B)(4).

Event description:
A customer reported when the system was turned on, there was a software failure. The procedure was canceled. The pt had already received anesthesia prior to the event. Multiple attempts have been made to acquire additional information regarding pt status and event clarification, but none has been received to date.